Event description:
Reporter alleged blood glucose measured 41, 61, & 91 mg/dl when all back to back tests were performed within 10 minutes. Customer stated control testing with the meter and the level one was found outside of an acceptable range, however, level two was within the acceptable range of values. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.